Event description:
It was reported that the patient presented for routine follow-up post ICD replacement. The patient reported multiple presyncopal events and vibratory alerts from the device. Device interrogation revealed alerts for decrease in rv pacing lead impedance, failure to capture, and noise resulting in inhibited pacing. Chest x-ray revealed that the rv lead had become dislodged. The lead was explanted and replaced. The patient was stable and doing well.

Manufacturer narrative:
No medwatch form was received.